Event description:
It was reported that this lead was an attempted implant due to an unknown product performance issue. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Amendment: upon further review, it was determined that this is no longer reportable. Lead was an attempted implant due to patient anatomy. Please ignore report #2124215-2023-06550.

Event description:
It was reported that this lead was an attempted implant due to an unknown product performance issue. A new lead was implanted. No adverse patient effects were reported.